Manufacturer narrative:
(B)(4) disconnection. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported: disconnection. Entry description: details: second incident same patient: patient was walking the hall with mom and chemotherapy connector became disconnected at the chemo line side that comes from pharmacy. Blood was dripping out of the line from the patient¿s port, onto the patient and all over the floor as the two chemo pieces (connector and injector) were still connected, with the blue turtleneck piece around them, leaving the line completely open on the patient¿s side.